Event description:
Affiliate reported that the perforator spun free during drilling and the surgeon stopped using. When the device was removed, it was noted that a part of outer plastic sleeve was found broken and the part was missing.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that when the device was received the drill was in-operable as the device was disassembled. For testing purposes the drill required a new blue plastic sleeve to be assembled to the various components of the drill, and then it was tested accordingly. The testing performed determined that the codman perforator drill that was returned and re-assembled functioned as required. There were no issues noted on the drill with engagement and/or disengagement when functionally tested in a controlled room utilizing the codman 1,000 rpm air driver. After the functional test was completed, the drill was visually inspected and the lot records was reviewed for all components and products utilized in this finished good device. All testing and records were found to meet the specified requirements prior to distribution. This complaint could not be replicated per the customer's description after it was re-assembled; therefore, there is no further action required at this time based on the acceptable results found during the functional and/or visual testing of the returned device. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.